Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2017". Therefore, (B)(6) 2017 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from australia that a patient with a valve model 3300tfx of unknown size implanted in aortic position has been placed under consideration for a valve-in-valve intervention after an approximate implant duration of 7 years and 7 months due to stenosis. A transcatheter valve will be implanted within the edwards surgical valve.

Manufacturer narrative:
Information updated to section h6 (investigation findings, and investigations conclusions). Corrected data in section h6 (impact code) 4613 (minor injury/ illness/ impairment) replaces 4629 (device revision or replacement). Additional h6 (type of investigation) code: labelling review. H11: additional manufacturer narrative: the instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors, including an implant duration over 7 years.